Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro analyzer, and identified the failure mode as a defective valve assembly and missing seal on the sample probe. The fse replaced the valve and seal to resolve the issue. Patient information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer stated obtaining erroneously high patient result for sodium (na) on their dxc 800 pro analyzer. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was within their established range before the event. The customer did not provide patient demographics.